Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. There are 2 medical device reports associated with this event. This report is for the second lens. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of an intraocular lens (iol) the lens was broken. It was exchanged with backup lens of same power which was also broken. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company cartridge. The use of an unspecified viscoelastic was also indicated. The product investigation could not identify a root cause. The product has not yet been returned to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).